Event description:
The customer reported the ventilator had a power on self test timer/24v failure, vent. Inop. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).